Event description:
It was reported that non-sustained lead noise episodes were observed due to rv lead noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.